Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation with a removal tool stuck in the drive feature. Visual inspection of the as returned product identified medical debris around the threads and the vent. The implant fractured at the collar. The reported product was located on tooth # 13 and used for approximately 4 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported a fractured implant. The reported complaint is confirmed following visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured and was subsequently extracted.